Event description:
It was reported to philips that the system's hard drive was defective, which can impact imaging. The system was in clinical use at the time the issue occurred. No harm to patient or user was reported. Philips has started an investigation of this complaint.